Manufacturer narrative:
A returned was issued and the product is awaiting receipt. A follow up if additional information is provided.

Event description:
Dealer states left motor and the chair is jerking and when you go in reverse it clunks.

Event description:
After inspection, the tech states that the brake was engaging and disengaging properly.

Manufacturer narrative:
Per a tech inspection, the tech stated that the brake was engaging and disengaging properly.